Event description:
A dentist has been experiencing occasional post-op sensitivity when using ibte. He has recently switched from (B)(4). He said that the occurrence is very random. He said it happens on shallow or deep fillings but not on all patients. He described usage and it was applied correctly. He said that he has had to replace fillings. He said that he is removing the old composite, placing gluma desensitizer; he uses ibond te and then places a new composite filling. He said that the sensitivity has not occurred with his amalgams, only the composites. He did not have any more time to speak and his assistant did not want to give specifics on the patients.

Manufacturer narrative:
(B)(4). On (B)(6) 2014 spoke to the dentist. They have replaced all the restorations on the patients with post-op sensitivity and they are all doing fine now. (B)(4).

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Device evaluation has not been completed.